Event description:
It was reported that on (B)(6) 2010, the mid lad target lesion was noted to be 58 mm in length. A non-abbott stent was deployed in the distal half of the lesion and the xience was placed in the proximal half, overlapping each other. The physician did not apply high pressure on the xience upon deployment, due to heavy calcification, as he did not want to cause a perforation to occur. On (B)(6) 2010, when the pt had a follow-up angiography, thrombosis was observed in the overlapped stent. Ballooning was performed to bail-out. The pt has been in good condition. The physician commented that malposition of the stent might have contributed to thrombosis, as he did not apply high pressure upon deployment to avoid perforation. No additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A follow-up report will be submitted with all additional relevant info.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted to treat a lesion that was 58mm in length, it should be noted that the xience v IFU states that: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm. The xience v IFU also cautions that: safety and effectiveness of the stent have not been established for subject populations with lesion lengths greater than 28 mm. Additionally, since it was reported that a non-abbott endeavor drug eluting stent was implanted in the distal half of the lesion, it should be noted that the xience v IFU also states that: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. Effects of multiple stenting using these stents combined with other drug-eluting stents are also unknown. In this case, it cannot be determined whether the IFU deviation(s) contributed to the reported patient effects.